Event description:
It was reported that during the procedure the balloon of the balloon catheter (subject device) ruptured inside the patient. The device was removed successfully. There were no clinical consequences to the patient due to the reported event.

Manufacturer narrative:
The device history record confirms that the device met all material, assembly and performance specifications. The product was returned without the packaging so the lot number could not be confirmed. During the visual inspection, the flowgate hub appeared intact however it was noted that the distal shaft under the balloon was flat/crushed. During functional testing the device leaked at the flat/crushed point. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. In the case of this complaint the catheter shaft got damaged during inserting into the sheath during use leading to the flattened catheter shaft and subsequent leak and were most likely due to some procedural/anatomical factors encountered during use; therefore, an assignable cause of procedural factors will be assigned to this complaint.

Manufacturer narrative:
Device evaluation under progress.

Event description:
It was reported that during the procedure the balloon of the balloon catheter (subject device) ruptured inside the patient. The device was removed successfully. There were no clinical consequences to the patient due to the reported event.